Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Evaluation summary: evaluation of the returned product found blood visible on the balloon and contrast in the inflation lumen, balloon and on the shaft, consistent with handling and preparation. The stent was dislodged and not returned, confirming the reported information. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Stent dislodgement can be influenced by many factors, including, but not limited to: improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the lesion, accessory devices, and/or previously implanted stents. To ensure this is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. In this case, it is possible there was an obstruction in the guiding catheter, resulting in the stent dislodging from the balloon. The dislodged stent was not found and was not removed from the patient anatomy. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. With the limited information provided and without the stent implant to examine, a conclusive cause for the reported stent dislodgement could not be determined.

Event description:
It was reported that the stent came off of the 2.5 x 18 mm promus rx stent delivery system inside of the non-abbott guiding catheter during a procedure in the 80% stenosed mid left anterior descending artery. The dislodged stent could not be found and was not removed from the patient. Two promus stents were deployed to complete the procedure. No adverse patient effects were reported. No additional information was provided.